Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in both of the patient's eyes and noticed rotation of both lenses after implantation. Icl vault was noticed to be low in both eyes and the rotation was associated with unexpected refractive outcome. The surgeon judged the lens to be off-axis by 27 degress cw iin the right eye and 20 degress cw in the left eye. Both lenses remain implanted. The surgeon is planning to exchange both lenses. It is unknown if the lenses will be longer with a different power or only longer due to increase vaulting. See MFR# 2023826-2015-00543 for the other eye.

Manufacturer narrative:
This product is manufactured in switzerland and is not marketed in the u.s. Pt information: unk. Event date and implant date: unk. Explant date: n/a. (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. Method: lens work order search & device history review. Results: a lens work order search revealed there were no similar complaints within the work order. The device history review determined that nothing in the manufacturing of the lens could have caused the reported event. Conclusion: based on the complaint information, work order search and device history review, we were unable to determine a specific root cause of the event. (B)(4). Lens remain implanted.

Manufacturer narrative:
Method: medical review. Results: rotation was associated with unexpected refractive outcome. Post-op refraction was slightly myopic (seq of -0.25 d in the right eye and -0.75 in the left eye) the surgeon judged the lens to be off axis by 27 degrees cw in the right eye and by 20 degrees cw in left eye. The surgeon is planning to exchange these lenses with new ones (it is unknown if the new lenses will be longer and with different power or only longer to increase vaulting). Low vault and rotation may be due to short lenses. The cause of the residual refraction may be multifactorial, including off-axis position secondary to rotation, inaccurate preoperative measurements, surgically induced changes, tilting, etc. Clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Anatomical structure, a short lens, haptic position,ect). According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusion: based on the complaint information, work order search and medical review, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).